Event description:
The consumer reported on (B)(6) 2016 that the implantable neurostimulator (ins) did not charge fully anymore for the last four months (2015). The consumer also reported that they were going to replace the implantable neurostimulator (ins) since it had been implanted for 8 years. It was noted that ins revision had not yet occurred as of (B)(6) 2016. Additional information received from the consumer on (B)(6) 2016 reported that the circumstances that led to the inability to charge the ins to 100% for the last four months included the ins losing charge, having changed device programming, and needing to charge about every 20 hours. Steps taken to resolve the issue of the inability to charge the ins to 100% included changing the programming back; however, the ins still did not keep a charge for very long. Patient symptoms related to the inability to charge the ins fully included more pain; the patient thought the ins was too old.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.